Event description:
It was reported that three syringe 10ml reg pr saline 10ml fill experienced difficult plunger movement. The following information was provided by the customer: material no. 306546, batch no. 8265698. It was reported it is difficult to "push the rest of the ns." Injuries or adverse event: no. Item: 306546 . Quantity affected: 3 ea . Lot number: 8265698 . Po #: 4511377584 . Are any samples available for return? Yes. Reported issue: you can flush easily about 5 of the 10 cc's then can hardly push the rest of the ns.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that three syringe 10ml reg pr saline 10ml fill experienced difficult plunger movement. The following information was provided by the customer: material no. 306546, batch no. 8265698. It was reported it is difficult to "push the rest of the ns." Injuries or adverse event: no. Item: 306546, quantity affected: 3 ea , lot number: 8265698, po #: (B)(4). Are any samples available for return? Yes. Reported issue: you can flush easily about 5 of the 10 cc's then can hardly push the rest of the ns.